Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "gap of the ultrasonic lens" malfunction would likely be related to the handling/the application of external forces at the site in question. The event can be prevented by following the instructions for use which state: chapter 4 use insertion of the device into the endoscope note ¿ when the curvature of the endoscope is greatly curved, the force required to insert/remove the device increases. If insertion/removal of the device is difficult, return the curvature angle to the point where insertion/removal can be performed without force. Forced insertion/removal may damage forceps channels and devices. ¿ ensuring that the tip of the device is closed or retracted into the sheath, then slowly insert or pull it out into the forceps plug. Do not open the tip of the device or remove the tip of the device from the sheath during insertion into the forceps channel of the endoscope. Forceps channels and therapeutic devices may be broken. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during inspection of the device, the ultrasonic lens of the ultrasound gastrovideoscope had an adhesion gap. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.